Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to painful at the pocket site. A pocket revision was performed completely. There were no additional adverse patient effects reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to painful at the pocket site. A pocket revision was performed completely. There were no additional adverse patient effects reported. This crt-d remains in service. Additional information indicated that this crt-d was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update b5 and d6b: this device was explanted due to infection.